Event description:
It was reported that medication didn't come out of the bd micro fine plus¿ insulin pen needle during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out."

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication didn't come out of the bd micro fine plus¿ insulin pen needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out."